Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 04/29/2020. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested and the following was obtained: could you please confirm if the first and the second needle were from the same lot ( kh6771)? Yes. Could you please confirm what is the current condition of the patient? No patient outcome were the 2 needle retrieve during the procedure? Yes. Could you please confirm if we will receive the devices, in product return status is availability unknown? Available. Events are reported via 2210968-2020-03433.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 06/09/2020. Additional information: d10, h6. Additional h3 investigation summary: an opened box with unopened samples, a paper lid and empty winding former of product code mic102 lot # kh6771, were returned for analysis. During the visual inspection of thirteen samples, the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, or damaged was observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the conditions of the samples received, no performance pull off suture needle was found, and the tested samples met the finished goods requirements.

Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you please confirm if the first and the second needle were from the same lot ( kh6771)? Could you please confirm what is the current condition of the patient? Were the 2 needle retrieve during the procedure? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an ovarian cyst removal procedure on (B)(6) 2020; and a suture was used. During the procedure, the suture pulled off the needle. Another like device was used to complete the procedure. There were no adverse patient consequences reported. Additional information was requested.